Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported while using the day aligners that their tooth became super sensitive and began to change color compared to my other tooth. The patient stated that they are sensitive to hot and cold temperatures. The patient said that they have nerve damage to the tooth and was told by my doctor to wait to see if anything changes. Eventually, they had to have a root canal. After the patient had the root canal completed the patient had a crown fitted to their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.